Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va0uk9n, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient damaged device while incarcerated during an altercation, and high impedance was reported. The ins was explanted and issue was resolved. No symptoms were reported and no further complications were noted or anticipated.